Event description:
The customer reported that the device failed to discharge as expected. The relationship between pt's outcome and device's behavior is unk.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to discharge as expected. The relationship between pt's outcome and device's behavior is unk. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.